Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the physician was unable to fully insert the right atrial (ra) lead into the header of an implantable cardioverter defibrillator (ICD). This ICD was then given to the physician and she was able to insert the ra lead successfully after placing tissue oils on the lead. This ICD and the ra lead remain in service and no adverse patient effects were reported.